Manufacturer narrative:
Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), ubd: , UDI#: (B)(4) ; product ID: 7495-51, serial/lot #: (B)(4), UDI#: (B)(4). Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the implantable neurostimulator (ins) was removed around 2002 because it was not working for the patient. The consumer thought they health care provider (hcp) could not remove the leads so the leads were left in. The patient was now told they could not have an MRI because they had lead wires implanted. No further complications were reported.